Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0502n, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient was feeling stimulation in the vagina as well as the foot. It was noted they worked through the first four programs but weren¿t able to get the stimulation out of the foot. Reportedly, the pulse width was decreased as well. It was later reported that the healthcare provider (hcp) removed the device and lead and re-implanted a new system. It was noted that they had tried to reprogram but the hcp made the decision to replace the device. It was reported that the outcome was favorable for the patient.